Event description:
Part number 495.323 is not performing as it should be. The sc reported that the surgeon is not sure of the exact problem as of yet, and not sure how he will handle it. The original implant date was (B)(6) 2008 the sc reported that a revision procedure will be performed on an unknown date. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.